Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the lead impedance was high and out-of-range. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
A complete knotted lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies found on the lead except for damages consistent with procedural damage. Analysis was normal. No anomalies were found.(B)(4).